Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. The returned device was evaluated. The complaint of error message was confirmed. However, i764 was found, not i765 as reported. The device was returned in the original package. The device was received with jaws open; clamp lever lock latch was in the lock position. The distal end was inspected under the microscope, found dried tissue adhering to the linkage and inside jaws. No visual damage on the jaws as its electrodes, stand-offs, and overmold appeared to be intact. The cut blade, with jaw open, was behind the tissue stops. The jaw aperture at the tip measurement was taken by using a digital caliper and read 17mm which is normal (standard =16mm). The driver slots and pins were present and not appeared to be worn. Inspection of the the jaw gap, observed that the rear proximal dots met the other jaw; however, the distal end dot did not when jaws fully closed. This indicated a toe out condition on the jaws. The cutting blade was tested using a slightly damp dental dam sheet and was able to cut the dental dam without a problem. The cut trigger was normal. The handle clamp lever was normal and able to open/close the jaws without restriction. The rotation knob was working correctly, and the jaw tip corresponded accordingly. Furthermore, the device was connected to the esg-400 generator; the generator recognized the powerseal handpiece. However, when the blue button was activated, the generator prompted an error message i764 incomplete seal cycle and would not generate energy output even though both jaws had equal contact with tissue. Tried and repeated the testing multiple times with different thickness of saline soaked gauze, but still the same error code i764 generated. Noted that the error code observed was error i764 not i765 as claimed by user. Further evaluation, the device was sent to product quality engineer for further investigation. The device was tested with a saline soaked piece of steak. Without any tampering, the device was working as intended performing a seal and the incomplete seal tone was heard. After some tapping on the handle/maneuvering of the cord, the device no longer sealed and was giving the error code i764 immediately. After tapping on the handle again, the device was able to seal. This is likely due to a bad crimp. Device history records were reviewed and showed the product met all specifications upon release. Based on investigation, the reported failure was likely caused by a bad crimp. However, a definitive root cause of the reported complaint could not be determined. The device instructions for use (IFU) pn0014103_ac) states, "the generator display should state powerseal. If the display does not match, contact olympus technical services at +1 888 524 7266 or +1 763 416 3000." (Page 4). In addition, page 7 of the IFU addresses this: "a sequence of four pulsed tones, accompanied by discontinuation of energy flow, indicates a seal cycle not complete condition. Informational messages with remedial actions appear on the generator screen. Consult the troubleshooting section on page 9 to identify possible causes for this seal cycle not complete information tone. Do not cut tissue until an adequate seal is verified." Olympus will continue to monitor complaints for this device.

Event description:
Company representative reported during a therapeutic total laparoscopic hysterectomy (tlh) procedure, an error message appeared (i765 incomplete seal cycle) after only 1-2 seconds despite the surgeon holding down the seal button. According to the report, it was stated, "the forceps generally worked well during surgery except when the surgeon was trying to seal larger bundle of tissue (utero ovarian ligament and uterine bundle) already pre-sealed, the error message appeared. The device was replaced and the intended procedure was completed with a similar device (third party device) with no harm or impact to the patient. There was no harm reported, no user injury reported due to the event.

Manufacturer narrative:
Follow up communication with the company representative conveyed the following information : few minutes delay in the procedure , the procedure was prolonged by few minutes the time to open a new energy device. The surgery was completed with a competitive device (the harmonic scalpel) and this incident caused no harm to the patient. No medical intervention , no harm reported. There were no other devices connected to the subject device when the failure occurred. The subject device was returned and was received at olympus service business center, however, the device evaluation still pending . Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.